Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg records for the device verified that the lot met all pre-release specifications.

Event description:
According to the physician, approx. One yr ago, the pt was implanted with a atrium flixene graft for dialysis access from the common femoral artery to the common femoral vein. Extensions at each end using the thin-walled gore-tex vascular graft (lined) were places due to pt size. An early post-operative leak causing a mass was noted; however, the mass remained stable in size and was not infected. In 2009, a thrombectomy was performed after the graft thrombosed, the physician found the groin mass had increased in size and was overlying the arterial and venous anastomosis. A post-thrombectomy angiogram documented extravasation into this mass and central fresh thrombus was found in the cavity. The gore-tex graft was located within the hematoma. The physician described a non-anastomotic disrupted section of the venous portion of the gore-tex graft had a clean slice at the site of disruption (non-anastomotic) and did not appear torn. The physician removed this portion of the original gore-tex graft from the venous side, and used a new piece of standard walled gore-tex graft to bypass the disrupted area. The pt again developed a small, stable early post-operative fluid collection which is clinically not infected. The pt is doing well with a functional graft. Further investigation is pending.